Event description:
The customer reported that the collimator will not function properly and the ethernet connector was broken.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found wires broken inside the hv cable causing faulty operation of collimator. He replaced the hv cable assembly and replaced the external interface pcb to correct the ethernet connector problem.